Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer fell into a swimming pool while wearing the insulin pump. Caller stated that no alarms had occurred. The caller also reported that the customer had been experiencing high blood glucose levels which were treated with manual injections. Blood glucose level at the time of the incident was between 200 and 300 mg/dl. Blood glucose level at the time of the call was 339 mg/dl. The customer's mother also reported that two months earlier, the customer had a seizure due to a low blood glucose level and was taken to the emergency room. Caller stated that the customer was treated and released. The insulin pump was not replaced or returned for analysis.